Event description:
It was reported that the trocar broke during attempt to implant the second stent from a trabecular microbypass stent system. Per report, the trocar fragment was removed intraoperatively from the eye and the procedure was not completed. The patient status was described as "stable with decreased intraocular pressure (iop) and no report of pain". The report noted patient movement or surgical technique may have contributed to the event. Through a review of the surgery video, the following additional information was obtained. During implantation of the first stent, extreme trocar bias was observed (damaging the trocar), and the trocar broke during subsequent attempt to implant the second stent. Additional information has been requested.

Manufacturer narrative:
Additional information: h6:(method code 5)- 4111. The device has been returned for evaluation and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: 39154

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated twice and no stents were found. The trigger button motion was functioning as intended. The device was able to actuate all remaining positions. The device was disassembled and visually inspected. The injector¿s trocar was found broken. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Further inspection found damage on the insertion tube, trocar, and surface features indicating a tensile failure. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the surgeon does not know what may have contributed to the trocar fragmentation in the left operative eye (os). Per report, there was no intervention required, no adverse patient impact, and the event was noted as resolved. The patient status was described as "no problem" and doing "good".